Event description:
The medical affairs specialist (mas) was unable to contact the pt for additional information. The following information was obtained from the customer care advocate (cca) documentation. In late 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter started to display the "er2" message five days prior, afternoon (5 days before she contacted lfs). At an unspecified time after the error message first occured, the pt developed symptoms of thirst, blurred vision, and urination. Details regarding the events leading to the pt's symptoms, such as her activity levels, diet, medications, and previous meter reading were not provided. The pt claimed that because she was unable to test on her meter, she went to the doctor and obtained a "high" reading. It is unk if the pt received any treatment for the "high" reading. The customer care advocate (cca) walked the pt through troubleshooting and noted that the issue was resolved with training. Replacement products were still sent to the pt. This complaint is being reported as an adverse event because the pt reported that she developed symptoms suggestive of hyperglycemia after the error message occured.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.